Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use indicate the following potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." Further, it states, "hemospray may occlude ducts and orifices which communicate with the main bowel lumen. Use caution when using hemospray in the vicinity of these orifices." Prior to distribution, all hemospray endoscopic hemostat devices subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure after an attempted endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook hemospray endoscopic hemostat. The patient was scheduled to have an ercp for gallstone extraction. The anatomy of the ampulla made cannulation difficult, so the ampulla was cut with a needle knife to try and provide easier access to the common bile duct. The patient was bleeding from the site of the cut and it could not be managed with mechanical tamponade [hemostasis], so hemospray was applied liberally to the site. The bleeding ceased and the procedure was stopped. That night, the patient developed a fever and their bilirubin [substance made during the normal breakdown of red blood cells] level exceeded 100 (normal adult range 1.2 mg/dl), the diagnosis from these symptoms was cholangitis [inflammation of the bile duct resulting from infection] "caused by the hemopsray" (as reported to the cook sales representative). The patient was already on antibiotics due to having the ercp procedure, and the antibiotics were continued. They were re-scoped two days later [repeat endoscopy]. The bleeding had ceased, access was gained to the bile duct and the duct was cleared. The following information was received on 13-may-2019: the endoscope was used for mechanical tamponade. No other forms of hemostasis were attempted. Approximately one-third to one-half of the powder in the hemospray canister was use on the oozing bleed. The patient did not have a clotting disorder, and was on no anti-coagulants; however it is unknown if the patient was taking aspirin. They were not able to access the duct after the needle knife procedure was performed, therefore a stent was not placed. There were no symptoms of cholangitis prior to the procedure. It was previously reported that antibiotics were started prior to the procedure, but after clarifying, they were not started prior to the procedure. Intravenous antibiotics were started after the procedure. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient developed cholangitis, resulting in fever and elevated bilirubin greater than 100. The patient was started on an intravenous antibiotic regimen.